Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was unable to be reproduced during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, no problem was found. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the high-definition camera head was not showing a picture. It was unknown if the issue was found before or after a cystoscopy procedure. The device had been inspected prior to use. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The only issue found was a cracked video connector housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.